Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that with intermittent medications a curostip is applied to the male luer between infusions. When the infusion set is reconnected back to the smartsite for another infusion, the male luer breaks. There were no specific event details given. There was no report of patient harm.

Event description:
The customer reported that with intermittent medications a curos tip is applied to the male luer between infusions. When the infusion set is reconnected back to the smartsite for another infusion, the male luer breaks. There were no specific event details given. There was no patient harm.